Event description:
The following has been reported: biomed reported: a pump that was reported as: "IV pump states "service needed". Pump history reviewed and found on (B)(6) two alarm "pump problem" one reference the primary inlet and the other referenced the secondary inlet. S/n: (B)(6). Pump logs were pulled and it appears there are three logs available. Two look like they were created at around the same time as pump problem alarms on (B)(6). Biomed reported no patient harm or stopped infusion a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.